Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported by the patient that tubing came out of the leg due to adhesive issues. No further information available.